Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint (B)(4) sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.